Event description:
A karl storz dilator was allegedly used during a laparoscopy procedure in january, 1997. The tip of the dilator came off and was left inside the pt without being noticed. Pt went to another hosp and the presence of the foreign piece was confirmed by x-ray and a procedure was performed to retrieve it.